Event description:
It was reported that the patient experienced some "unusual feelings" and presented to the emergency department. A polarity switch had occurred due to low impedance on the right ventricular (rv) lead. Also, the right atrial (ra) lead exhibited undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.